Event description:
On the (B)(6) 2026, gore was notified concerning a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. On the (B)(6) 2026, a patient of unspecified demographics underwent a tambe implant procedure in glasgow. During the procedure, two intraoperative adverse events were reported. Firstly, during deployment of a gore® excluder® aaa endoprosthesis on the right internal iliac, the distal marker was unintentionally collimated off-screen. As a result, the device was deployed too distally, resulting in complete coverage and occlusion of the right internal iliac artery. According to the physician, this was allegedly attributed to reduced concentration due to procedural complexity, prolonged case duration, and operator fatigue. The left internal iliac artery remained patent, and no adverse clinical outcome is currently anticipated. Secondly, during placement of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device (11 × 59 mm) via brachial access into the coeliac artery, balloon inflation was initiated but ceased prematurely at a pressure below nominal. Although balloon rupture was suspected, this was not visually confirmed. The mid-portion of the stent remained constrained on the balloon. During attempted withdrawal into a 12 fr sheath, resistance between the balloon and stent resulted in proximal migration of the stent approximately 4 cm into the mid-portion of the tambe graft. Additionally, no visible balloon deformation, leakage, or rupture was observed under fluoroscopy and no damage to the vbx device was reportedly observed prior to insertion. The procedure was prolonged by approximately two hours while the device was repositioned using a through-and-through wire and femoral access. A c-tag graft was deployed to secure the construct, and the coeliac artery was subsequently re-cannulated and successfully stented with an additional vbx device, allowing completion of the procedure. Post-procedure, it was reported that significant resistance was encountered during advancement of the vbx device, and forceps were used to assist delivery. It has been alleged that this may have caused damage to the catheter shaft, potentially contributing to the balloon performance issue. No vessel injury, embolisation, or ischemia was reported. Follow-up information indicates that the patient was recovering well.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.